Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with an intermittently unresponsive keypad at the select button. Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment, however, damage to the retainer ring was noted. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and lcd assembly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, retainer knit line damage and minor scratches on screen. Intermittently unresponsive keypad was observed during analysis and confirmed due to moisture damage. No device problem found during full functional testing. Unable to verify customer alleged for high bgs. Retainer ring damage confirmed. Cosmetic damage confirmed at screen. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, blood on the site, rash. Customer also reported the display window of the pump was cracked. Customer reported blood glucose value of 368 mg/dl. Customer was treated for hemorrhage/bleeding/blood at site, fatigue with no treatment and hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-332a, mmt-213a, mmt-7040a. Troubleshooting was performed and issue was unresolved. Customer was not using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1884 was returned for analysis.. No product return is required for mmt-332a. No product return is required for mmt-213a. No product return is required for mmt-7040a.